Event description:
It was reported that a user experienced insulin leakage from a pre-filled cartridge after approximately three hours of use, which prevented delivery and led to an elevated blood glucose of 224 mg/dl following a meal. Customer care provided support that included troubleshooting and user education on the cartridge fill and replacement process. Investigation of this case revealed that delivery did not reach the body due to a leaking cartridge; the user reported frequent similar events and noted difficulty maintaining hand stability during filling. No symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin therapy and the need to replace the cartridge. It was concluded, based on previously established findings for similar reports, that user handling during fill and connection likely contributed to the leakage, and replacing the cartridge restored therapy. Replacement supplies were arranged and the user resumed therapy with a new cartridge.